Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Stabbed myself on the chin [face injury]. They are loose on the toothbrush shaft- oral-b power oral care refills [device connection issue] causing the brush to slip off the shaft- oral-b power oral care refills [device breakage]. Case narrative: consumer via web stated that toothbrush heads are loose on the toothbrush shaft, causing the brush to slip off the shaft whilst brushing. No serious injury was reported.